Manufacturer narrative:
A supplemental MDR is being submitted for additional information from additional response from a follow up and an investigation update. The complaint investigation will be conducted, using an evaluation summary written by edwards lifesciences and triage level 2, in accordance with temporary change authority (tca). A technical summary written by edwards lifesciences applies to this complaint event and establishes, through extensive complaint investigations, that stenosis/increased gradient events for the s3, s3u, s3ur valves post-implantation have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigation is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending (control limits are managed and assessed through a document written by edwards lifesciences) with no pra or CAPA required at this time. Since the technical summary is applicable to this complaint, a DHR review is not required. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for stenosis was unable to be confirmed due to unavailability of relevant imagery/medical records. Available information suggests patient factors (atherosclerosis due to hemodialysis) likely contributed to the event as it was reported that patient had a medical history of 'dialysis for calcium/phosphate disorder.' Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 1-month post-implant of a 26 mm sapien 3 ultra valve in the aortic position, a request to review for a possible valve in valve was submitted due to severe stenosis due to dialysis for calcium/ phosphate disorder. The patient expired in the hospital without intervention, however the cause of death remains unknown.

Manufacturer narrative:
The investigation is ongoing. H3 other text : remains implanted.

Event description:
As reported by the field clinical specialist (fcs), approximately 3 years, 1 month post-implant of a 26 mm sapien 3 ultra valve in the aortic position, a request to review for a possible valve in valve was submitted due to severe stenosis. No additional information has been provided.